Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. UDI: (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4). Ge healthcare's investigation is ongoing at this time.

Event description:
During an examination during a resuscitation (within an ambulance), the selection menu was displayed again and again at a frequency of about 10-seconds. This prevents all imaging diagnostics for a potential root cause.

Manufacturer narrative:
Ghecâs investigation has completed. Gehc received the device from the customer and collected additional information from the customer which described the incident. Gehc attempted multiple times to reproduce the issue and could not replicate this incident. Device logfile analysis reported only one menu swipe event and not multiple events as reported by the customer. The logfile analysis also showed that the user restarted the device multiple times, both with the power button and by reseating the battery, and according to the customer this did not fix the problem. Diagnostic hardware tests were performed, and all tests passed without issue. Additionally, a visual inspection of the device showed evidence of dried fluid inside the device (on the back of the phone) which may have been from cleaning and disinfection. Further attempts to reproduce the issue after cleaning and disinfection were unsuccessful. Lastly, stress testing of software was performed along with code analysis and still the incident was not reproducible. Therefore, gehc concludes this incident, the user menu appearing multiple times while attempts to navigate away from the menu fail, is not reproducible at this time. No further action will be taken.